Manufacturer narrative:
Product event summary: analysis was not able to confirm that the analyzer was not working, the analyzer passed functional and bench tests. It was found that the patient connector on the analyzer had disturbed pins.

Event description:
It was reported that when cables were attached to the ventricular channel of the analyzer, they would sense on the opposite channel, but would pace on the ventricular channel, and the same issue occurred on the atrial channel. The analyzer had been changed out and would still not work. The adapter on the analyzer was changed, and the analyzer initially worked, but then was no longer effective. The analyzer has been returned for service. No patient complications have been reported as a result of this event.